Manufacturer narrative:
Continuation of d10: product ID: 37612 ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient implantable neurostimulator (ins) was in a state of overdischarge. It was noted that this was the second time. Patient had been told by a healthcare provider (hcp) to turn off the device/therapy. No additional information was provided. The patient hadn't charged in several months. Agent reviewed with the allied healthcare provider how to start physician recharge mode (pmr) with the wireless recharger and how to clear power on reset (por) message when the implant is charged.